Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, dizziness, "darkening symptoms" and arrhythmia. The implantable pulse generator (ipg) exhibited poor pacing and premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.